Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/28/2016 with the following findings: there was no evidence of no cartridge detected warning observed in the black box. A load step malfunction was duplicated during testing; during the load step, the piston pushed up until the cartridge was empty. The force calibration and force sensor resistance were out of specification. Moisture was found on the force sensor plate. Unrelated to the original complaint, the battery compartment was cracked.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a prime (load step malfunction) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.